Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sleeve detached with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter, translated from (B)(6) to english: detached rubber sleeve.

Event description:
It was reported that the sleeve detached with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter, translated from japanese to english: detached rubber sleeve.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for sleeve fall off with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.